Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed the reservoir on saturday and woke up on sunday with high blood glucose. Customer stated that it took 12 hours to bring his blood glucose back down. Customer's blood glucose went up to 471 mg/dl. Customer treated with the pump but it didn't seem to work, so he treated with shots. Customer's current blood glucose is 211 mg/dl. Customer stated that he also changed site. Customer used 2 vials to fill the reservoir and saw an air bubble but was able to get rid of it. Customer was advised to use only 1 vial to fill his reservoir. Customer stated that his head was hurting and his blood pressure was up. Customer stated that the air bubbles were about the size of the back of a pen. Customer stated that the insulin was not stored at room temperature. Customer was advised that cold insulin can cause air bubbles in the reservoir and tubing, which may result in inaccurate insulin delivery. Customer will be sent replacements.